Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified vessel of the upper arm. The 7.0 x 40, 40cm mustang balloon catheter was selected to dilate the lesion. During the third inflation, the balloon ruptured at 20 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.